Manufacturer narrative:
This type of issue has and is being investigated. Following is a synopsis of the product problem investigation: comparision of returned samples to other samples indicated that the weld depth of the returned samples was reduced. As a result, the failure investigation focused on laser welding process. An investigation, a failure analysis was conducted and based on investigation findings the process was revalidated to optimize operating parameters and to ensure that the process is robust. The process validation was completed. Results show that the process is robust and capable of consistently producing significantly stronger welds. Note that although the affect of misalignment is now evident, it is not suspected that frequency of misalignment is high. This is based on disclosure that, to date, all samples tested since production began in late 2004 have met specification. Additionally, all finished goods tested during this failure investigation have significantly exceeded specification. At this time, if is inconclusive if surgical technique is cause for or contributes to device failure. Due to the mode of failure of the recent complaints, it is not possible to quantify point of failure for the associated devices since the devices were fully compromised. The design input specifications that are relative to the weld strength were reviewed by r&d and marketing for clinical significance and were deemed to be adequate and appropriate for the intended use. As a result, now changes to specifications will be made. At this point in time no further action is warranted.

Event description:
Our rep is reporting that during a shoulder procedure the distal portion of an ideal suture grasper fell off into the patient. The broken fragment was retrieved and the case was concluded successfully without further incident or harm to the patient.